Event description:
A cartridge alarm occurred with the pump. There was no adverse impact on the customer¿s blood glucose level. The customer contacted primary care provider for alternate insulin therapy.